Manufacturer narrative:
(B)(4).

Event description:
It was reported that "he applier jaws was misaligned during the test before use so that could not load the clips. Therefore, a new unit was used instead." There was no patient involvement.